Event description:
During an in clinic follow up, a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and a lead dislodgement was observed. The ra lead was repositioned to resolve the event. The patient was stable.